Manufacturer narrative:
Additional product code: hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading was performed by a medical director at depuy synthes. He stated ¿ I reviewed the complaint report and x-ray images. I couldn¿t verify the ¿irritation of tractus illotibialis¿ complaint description from the provided x-ray images.¿ this report is for an unknown pfna blade.

Manufacturer narrative:
Year of birth reported as 1928; month and day unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that irritation of the tractus iliotibialis, reoperation on (B)(6) 2014 - exchange of pfna blade and augmentation. Prolongation of hospital stay. Patient recovered without persistent damage. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown pfna blade/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.